Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the cardiac resynchronization therapy defibrillator (crt-d) an inquiry was received for why the charge time was as long as 9.2 seconds and for other patients it is around 3 seconds. It was noted that the charge energy was set to 40 joules. It was stated that such a difference occurs when other patients have a conditional charge of 18 joules was accepted. It was also stated that in conditional charging, 40 joules would not be charged, and since there is no history of therapeutic charging/delivery, it was likely that the charge time was measured manually. Additional information received indicated it is likely that the crt-d charge time measurement was performed manually approximately two months ago. The crt-d remains in use. No patient complications have been reported as a result of this event.